Manufacturer narrative:
The reported glidescope bflex 5.8 single-use bronchoscope and its broken tip were returned to verathon for evaluation along with the ett and lubricant used during the procedure. A verathon technical service representative (tsr) evaluated the returned bronchoscope and confirmed the reported tip detachment. Upon visual inspection, the tsr noted that the tip was in pieces and the camera was not attached. While the exact cause of the tip detachment could not be determined, it is likely that the cause was due to inserting the glidescope bflex 5.8 single-use bronchoscope into the "kinked" covidien-shiley hi-lo oral/nasal trachel tube. Review of complaint history for the reported lot number "ft230400" does not identify any previous complaints reported to verathon. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Trending analysis for the glidescope bflex 5.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Upon completion of the evaluation, the reported glidescope bflex 5.8 single-use bronchoscope was scrapped as it is a single use device and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a tracheostomy with bronchoscopy procedure, using a glidescope bflex 5.8 single-use bronchoscope, a piece of the bronchoscope camera/tip broke off into the patient's right bronchus. The bronchoscope tip broke when being retracted after multiple attempts from a size 8.0 mm covidien shiley hi-lo oral/nasal tracheal tube. The physician noted that there was a "kink" with the ett at the beginning of the case. It was reported that medline lubricating jelly was used with the bronchoscope and liberally applied consistent with other bronchoscopy procedures. The bronchoscope tip was successfully retrieved from the patient which increased the procedure time by 20-30 minutes. No harm to the patient was reported.